Manufacturer narrative:
Controls were run before and after this event and recovered within assay limits. Service was not dispatched for this event. Raw data analysis revealed that the instrument performed as designed and produced instrument generated flags for this specimen. Test results associated with partial aspiration flags are not accurate test results. Beckman coulter call center personnel advised the customer to not release results that are flagged with partial aspiration error flags and message. The root cause for the erroneous low hemoglobin result was a partial aspiration of the sample. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low hemoglobin test result was obtained for one pt sample when using the coulter lh 500 hematology analyzer. There were instrument generated flags for partial aspiration with the test results. Erroneous results were reported out of the lab. The physician questioned the results. The pt was redrawn and the corrected hemoglobin test result of 3.8 g/dl was obtained. A corrected report was sent out. No reports of death or serious injury, and no affect to pt treatment as a result of this event.